Manufacturer narrative:
Explanted due to the device no longer effectively giving any pain relief was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00350, 3006705815-2020-00168, 3006705815-2020-00169, 3006705815-2020-00171. It was reported that the patient had their system explanted on (B)(6) 2019, due to the system no longer providing effective therapy.